Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Any information or report disclosed to the public under the freedom of information act. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via email that the reservoir had an occlusion. The customer's blood glucose was 207 mg/dl at the time of incident. The customer reported frequent no delivery alarms during bolus/fixed prime. The hp test was not possible. Troubleshooting was not able to resolve the issue. The reservoir was not returned for analysis.